Event description:
Patient has history of degenerative joint disease and painful bunion. A few months ago, patient had a silver bunionectomy with first metatarsophalangeal joint fusion, using orthohelix plate and screw fixation. Postoperatively, the patient developed embolus to the hallux and the hallux developed gangrenous changes. Recently, the patient returned to surgery for amputation of the hallux and removal of the painful hardware.